Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Device code (B)(4) relates to problem code (B)(4) for the reported event of stent migration. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex esophageal stent was to be implanted in the esophagus to treat a stricture during a stent placement procedure performed on an unknown date. According to the complainant, approximately 1 week post stent implantation, it was noted that the stent had migrated distally. A stent-in-stent procedure was performed and another wallflex esophageal stent was implanted partially within the first stent to cover the proximal part of the stricture. The patient's condition at the conclusion of the procedure was reported to be stable.